Event description:
The technician alleged the head up on the bed is not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the head up solenoid valve to resolve the issue.